Event description:
The patient received her scs system consisting of two percutaneous leads and an ipg on (B)(6) 2008. It was reported the patient was not able to recharge the device since its implant. The ipg was explanted and replaced. No additional information is available. The explanted ipg was returned to ans for evaluation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. A foreign object appears to be between the coil traces. Another contaminant is in the area where the solder junctions are made. There appears to be some substance between the two solder terminations which may be causing a problem. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.